Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mom reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 600 mg/dl. Customer¿s mom also stated that they experienced a low blood glucose and the low blood glucose was 61 mg/dl. Customer¿s mom stated that they checked the blood glucose level again in emergency room and the blood glucose goes down and the value was 599 mg/dl. Customer treated with bolus for high blood glucose. Customer treated by drinking juice and eating food for low blood glucose. The customer's mom declined troubleshooting for high and low blood glucose. The product will not return for the analysis.